Manufacturer narrative:
The device was not returned for eval, therefore a root cause could not be identified. If add'l info is received or the device is returned, a follow up report will be submitted. It should be noted that during our investigation we found that the part number ordered (beq-top 2202) does not come with the rotaflow. Therefore the part was built correctly. (B)(4).

Event description:
Customer claims they received a tubing pack without a rotaflow in it.